Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). The customer has been using the potassium electrode for >2 months. The customer did not perform calibrations after running the daily wash-rack.

Event description:
The initial reporter received questionable potassium electrode assay results for several patient samples tested on the cobas 8000 ise 1800 module. The potassium electrode assay results for several patient samples were >5.5 mmol/l. The reporter provided one example of discrepant results: the medical doctor deemed the initial result from the analyzer as "too high", while additional results from a blood gas analyzer (bga) system and a partner laboratory were "normal". The specific assay results were not provided.